Manufacturer narrative:
One device was received for evaluation for the complaint that the pump was reported to display the alert 'cannot start pump with air in line' when the set was attached. The review of event log found that multiple cannot start pump alerts found. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint was confirmed through functional testing. The dso seal was replaced as preventative maintenance. The pump was calibrated and passed all performance verification testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was reported to display the alert 'cannot start pump with air in line' when the set was attached. The event had occurred during testing.